Event description:
It was reported that a patient developed a post-op infection approximately three weeks after an all-inside acl repair; the patient underwent a second surgery to remove the graft and two screws. The surgeon believes the source of the infection was likely the allograft, possibly the screws. The procedure was completed successfully.patient demographics (age at time of event, date of birth, weight) as well as the exact date of the second surgery were requested but not provided.no further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event; no issues were found with the sterilization of this lot. This device is supplied sterile.relevant patient health history and preexisting medical conditions and well as result of cultures taken/type of organism(s) identified were requested but not provided. Based on the information provided, a definitive cause for the post-operative infection could not be determined. This is the first complaint of this type for this part/lot combination. The evaluation conclusion of this event is being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.